Event description:
It was reported that the customer had a motorcycle accident and broke a few bones as well the insulin pump may have been damaged at the reservoir compartment. The customer stated that the device was working when he primed and was able to continue using the device. The blood glucose reading was 7mmol/l as well his blood glucose was fine after the accident; the accident was not diabetes related. Troubleshooting was performed, and the drive support cap was flush. The customer also mentioned having cracks at the battery compartment. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm observed during analysis. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.